Event description:
It was reported that there was a power on reset (por) condition. The por code was unknown. It was believed that the por code did have a 4 in it or possibly a 400. It was noted that the por had turned the implantable neurostimulator (ins) off. This had occurred about a week prior to the date of this report. It was noted that this had happened during the day and patient turns device off at night. Impedances were good. The cause of reason for the por was unknown. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# v003110, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# v001519, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).